Manufacturer narrative:
(B)(4). Summary of investigational findings: the image provided demonstrates fracture of one primary filter leg. The fractured fragment likely resides at least partially in the retroperitoneal space, but this presumption cannot be confirmed as cross-sectional imaging is not provided. As patient medical history is unknown at this time, it is not possible to comment on "dvt [deep venous thrombosis] and leg swelling" from which the patient allegedly suffered. Neither are any information provided on placement of the filter nor the total implant time. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. Based on the above, the exact root cause for what caused the filter fracture is unknown. It is noted, that the patient is asymptomatic in regards to the filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: "I was shown this image today in an approximately (B)(6) year old female patient. She is being treated for leg swelling bilateral deep venous thrombosis (dvt) in (B)(6) following a recent surgery. Patient underwent cholecystectomy and partial bowel resection and hernia. She had received a celect platinum filter prior to bariatric surgery in (B)(6) at an unreported date prior to the most recent surgery. As seen in the image, one filter leg is broken off and remains at the level of the filter. The pt reports no complaints associated to the filter. She is being treated for the dvt and leg swelling. There is no plan as yet to address the filter issue." Patient outcome: it is unknown if any further actions will be taken.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect platinum filter. Investigation is still in progress.

Event description:
Description according to complainant: "I was shown this image today in an approximately (B)(6) female patient. She is being treated for leg swelling bilateral deep venous thrombosis (dvt) in (B)(6) following a recent surgery. Patient underwent cholecystectomy and partial bowel resection and hernia. She had received a celect platinum filter prior to bariatric surgery in (B)(6) at an unreported date prior to the most recent surgery. As seen in the image, one filter leg is broken off and remains at the level of the filter. The pt reports no complaints associated to the filter. She is being treated for the dvt and leg swelling. There is no plan as yet to address the filter issue." Patient outcome: it is unknown if any further actions will be taken.